Event description:
Multiple attempts were made my tandem technical support to follow up with the customer regarding the issue; however, all were unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case fell causing multiple infusion sets to pull out. There was no reported impact to the customer's blood glucose.